Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal fortum (1g daily for fourteen days) and intraperitoneal refline (1g daily for fourteen days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.